Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the sensor session stopped on tandem x2 pump. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed, there were no significant abnormalities with the sensor pod. The reported event of sensor session stopping on tandem x2 pump was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of sensor session stopped on tandem x2 pump was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. Data was provided for evaluation, the sensor expired.the reported event of the sensor session stopped on tandem x2 pump was confirmed. A root cause could not be determined.